Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880. The reported device was received for evaluation. The reported condition of nerve injury was not confirmed. Visual evaluation of the as returned implant identified sign of use (blood/bone residue) due to usage. The device had no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor reports nerve injury and that patient had residual numbness. Placed a shorter implant. Site was grafted on (B)(6) 2020, prior to original implant placement with allograft. Tooth site # 30.